Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on unknown screw, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Journal article received: ipsilateral basicervical femoral neck and shaft fractures treated with long proximal femoral nail antirotation or various plate combinations; wen-yue wang, lei liu, guang-lin wang, yue fang and tian-fu yang; journal of orthopaedic science (2010) 15:323¿330; reported: a retrospective study to compare the results of synthes devices, long proximal femoral nail antirotation (pfna-long) and various plate combinations for the treatment of ipsilateral basicervical femoral neck and shaft fractures between 2004 and 2008. Twenty one patients were treated: group I was comprised of 11 patients (nine men and two women), average age 41 years, who underwent surgery with synthes devices cancellous lag screws or dynamic hip screws combined with compression plate fixation; group ii included ten patients (nine men and one woman), average age 43 years, who underwent surgery with pfna-long. The average follow-up time was 22.2 and 20 months for groups I and ii, respectively. In group I, a (B)(6) male was revised with a locking plate applied together with a bone graft after a previous 12 month post- operative implant failure of the femoral shaft fracture. X-rays taken showed implant failure occurred again at 17 months. Subsequently, revision with the locked intramedullary nailing and bone graft was performed and the fracture was united after six months. Maximum knee flexion at the knee joint was 80 degrees. The authors concluded that both methods of treatment are reliable choices for the treatment of ipsilateral basicervical femoral neck and shaft fractures. This report is for an unknown type and quantity of unknown screw. This is report 1 of 2 for complaint (B)(4).